Event description:
The customer reported that they observed a wash buffer solution leak from the fluids tray of an unicel dxc 600i synchron access clinical system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown as to whether personnel interfacing with the instrument were wearing personal protective equipment; however, there was no report of biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.

Manufacturer narrative:
Beckman coulter inc. Customer technical services evaluated the device via telephone troubleshooting with the customer. The customer indicated that the wash buffer leak was coming from the reservoir flow hole due to a high level of buffer in the reservoir. Beckman coulter inc. Customer technical services advised the customer to prime the instrument to lower the buffer level in the reservoir. This appears to have addressed the issue.